Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited air in line alarms three times for the same patient and troubleshooting by the nurse had to be performed twice at the hospital and once at home. Another air in line incident was identified with a different patient. Per reporter, precautions were taken while priming the line and they ensured all the air was taken out of the bag, however, the air seemed to accumulate in the bag and pulled through to the device causing issues. It was noted that patient¿s parents could troubleshoot at home, but this was causing significant issues for service. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional test was performed, and a defective air detector sensor was found. The customer's problem was replicated. The cause of the problem was a defective air detector sensor, and it was replaced to fix the issue.